Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900184 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The 7th clip got stuck in the applier and was not loaded during a laparoscopic pancreaticoduodenectomy therefore, the device was replaced the with a new one to complete the operation.

Event description:
The 7th clip got stuck in the applier and was not loaded during a laparoscopic pancreaticoduodenectomy therefore, the device was replaced the with a new one to complete the operation.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73f1900184 was manufactured on 06/05/2019 a total of (B)(4) pieces. Lot was released on 06/13/2019. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on device. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. No clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that both ratchet ears on the trigger were broken. The clips were found to be out of position and stacking on one another in the channel. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet caused the clips to become out of position and caused the rotation tab to bend. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for broken ratchet and clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to both issues. Corrective actions are being implemented via the CAPA. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Multiple root causes have been identified for broken ratchet and clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to both issues. Corrective actions are being implemented via the CAPA. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and its clips out of position and stacking on one another in the channel. Additionally, the internal ratchet ears were broken. The broken ratchet appears to have caused a clip stack to occur which resulted in the rotation tab getting bent. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for broken ratchet and clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to both issues. Corrective actions are being implemented via the CAPA.